Event description:
It was reported that days after implant, the patient received a patient notification. At interrogation, device was found to be at eri. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the device to exhibit high current drain due to an anomalous component within the rf module circuitry.